Event description:
The customer reported the subject device was displaying an error code e226 (scope communication error). The reported issue occurred while preparing the subject device for use during an unspecified diagnostic procedure. The intended procedure was completed using another device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (error code e226) was not duplicated or confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, error e226 occurred at the facility. It is possible that error e226 occurred because scope communication error occurred but could not be confirmed. The phenomenon was not duplicated at the time that the device was inspected, and the device was working normally. There was no other defect. There were no detailed inspection results of the devices used in combination. As a result of checking manufacturing history, the subject device was shipped without abnormality in manufacturing. The otv-s200 instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿10.2 troubleshooting guide. Code e226 error message: scope communication error. Possible cause: the communication between the endoscope and video system center has failed. Solution: immediately turn the video system center off and disconnect the video connector. Clean the electrical contacts of the video connector and connect again. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.